Manufacturer narrative:
The following other devices were also listed in this report: restoration adm x3 ins 28/52; cat# 1236-2-852; lot# 57631101. Uni adaptor sleeve c taper ti; cat# 19-0005t; lot# 56580101. Delta un.fem hd 28 mm r28 16/18; cat# 6519-1-028; lot# 53876301. Tritanium revision acetabular; cat# 509-02-58f; lot#yd8p97. Gap plate screws; cat# 2080-0030; lot# t93jwp. Gap plate screws; cat# 2080-0020; lot# 540xj2. Gap plate screws; cat# 2080-0015; lot# 1d2trm. Gap plate screws; cat# 2080-0015; lot# 1d2trm. Gap plate screws ; cat# 2080-0020; lot# aj1nwy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. There have been no other events for the sterile lot referenced.

Event description:
Sales rep reported left hip revision due to infection.